Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device was used on a heavy-set male pt in cardiac arrest. CPR was initiated and the device was connected to the pt. The device would begin analyzing, but would then prompt "motion" and "connect electrodes." The bls crew was never able to obtain a complete analysis of the pt. The als crew arrived on the scene and continued pt care with a second device (unk type or brand). A second set of defibrillation pads was connected to the pt. No defibrillation shocks were delivered to the pt with the second device. The pt was delivered to the hospital alive; however died later that day due to an aneurysm.